Event description:
The customer reported that the insulin pump was alarming no delivery. The customer also reported that she was hospitalized for high blood glucose and ketoacidosis. The blood glucose reading was 430 mg/dl. Troubleshooting was performed. The programming in the insulin pump were correct. Ran a fixed prime and high pressure tests and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.